Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements on the right atrial (ra) lead, resulting in a lead safety switch (lss). Additionally, noise was observed, and a signal artifact monitor (sam) event prior to the lss. Boston scientific technical services (ts) was consulted and further testing was recommended on this lead. No adverse patient effects were reported. At this time, this device system remains in service.